Manufacturer narrative:
(B)(4). The complaint indicated that there was a bug or cardboard in the package. The device was returned in bubble-wrap and the package lid was folded. Blister was not returned. The tyvek was examined and the device was unwrapped from the bubble-wrap and disassembled for visual inspection. No foreign matter or insect was found in or on the sample returned. The foreign matter may have been lost during the return process. Complaint event could not be verified. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, when opening the packaging, there was a ¿bug" or a ¿piece of cardboard" in the packaging. A second device was opened and the case was completed with no patient consequences.